Event description:
The patient underwent a total hip arthroplasty using quill srs 2-0 pdo. The doctor reported using the device for capsular closure. He stated that the fascial layer "broke open and drained." The patient was treated empirically with antibiotics. The doctor involved with this event could not be reached to verify this report and to obtain additional information. Note: when performing a total hip arthroplasty procedure, it is recommended that a quill srs size #2 be used to close the capsule. In this case, a quill srs size 2-0 was used which may have led or contributed to the dehiscence.

Manufacturer narrative:
Method: the device was not returned for evaluation. No product evaluation can be performed. Furthermore, relevant portions of the device history record (DHR) were reviewed for the finished good lot number reported. No relevant findings were noted during this review. Results: the device was not returned for evaluation. No product evaluation can be performed. Angiotech reference: (B)(4). Quill srs, ra-1028q, 2-0 pdo 24 x 24.